Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had experienced an "erratic" heart rate for several weeks and that the rate got as low as 35 beats per minute. The patient was questioning why they had not received a shock from their implantable cardioverter defibrillator (ICD) for these conditions. The patient was referred to their physician. No further patient complications have been reported as a result of this event.